Event description:
It was reported that the physician noted that the atrial and right ventricular leads had environmental stress cracks on their insulation. The physician put sleeves over the area that showed some cracking, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.